Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for the presence of coliform bacteria above two colony forming units (cfus) of kebsiella spp.; it presents coliform bacteria and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter at the auxiliary jet tube. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, h4. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The third party provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: external distal end. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococci. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 4cfu. Bacterial identification: bacillus species, priestia megaterium, steptomyces albidoflavus. Sampling date: september 19, 2025 sampling from: suction channel. Cfu: 1cfu. Bacterial identification: streptomyces sp. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.